Event description:
This case is for the (B)(6) 2017 event, the high blood glucose two weeks before (B)(6) 2017. Please see case-2022-00371087 for the high blood glucose on (B)(6) 2017. Please see case-2019-00212308 for the passing on (B)(6) 2017. On (B)(6) 2022, customer's legal representative reported that around (B)(6) 2017 customer had high blood glucose. The doctor attributed the high blood glucose to a problem with the infusion set. On (B)(6) 2017, customer's blood glucose became very high and it took a long time to correct, requiring several boluses, which then would result in rebound hypoglycemia. Doctor was thinking pump/set was not working. On (B)(6) 2017, customer had respiratory issues and was sweating heavily. Customer's wife gave him glucagon, thinking his bg was low and called the paramedics. Customer went into cardiac arrest, becoming pulseless and apneic. Customer was pronounced dead in his home from alleged insulin overdose. Pump was used at the time of the incident. It is unknown if sensor was used. Customer did not mention having diabetic ketoacidosis. Customer was using a paradigm pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customers death due to a defective medtronic quick-set paradigm infusion set from the attorney of the family. The information received on june 1, 2017 stated insulin pump failed in its delivery of insulin to her, resulting in an acute episode of diabetic ketoacidosis and severe hypoglycemia, the customer was using minimed 600 series insulin pump. Customers wife reported very high blood sugar levels overnight, as well as problems with insulin delivery and infusion system. Customer blood glucose level was 400 mg/dl on three separate days. Customers wife woke up to customer had respiration issues and sweating heavily. She immediately gave customer a glucagon shot and then called emergency service. Customer went into cardiac arrest, becoming pulseless and apneic. Customer was deceased at home. The insulin pump will not be returned for analysis.